Event description:
During evaluation of a returned polyflux 140h, an external fluid leak was observed. No additional information is available.

Manufacturer narrative:
The device was received, and photographs were provided for evaluation. Visual inspection of the photos showed the product after use with no label visible. During visual inspection of the actual sample, the product was observed to be contaminated and required disinfection. Functional leak testing of the blood side was performed with no leaks noted. A leak test of the dialysate side was performed and a leak was observed in the header area of the dialyzer due to a crack in the welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the welding seam crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.